Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation. Additional info from the user facility report: (B)(6) 2011. Arrowgard blue plus multi-lumen cvc. (B)(6).

Event description:
It was reported that a (B)(6) year old male was admitted to the emergency room unresponsive following an out of hospital cardiac/ v-fib arrest. A hypothermic protocol was initiated and the pt was admitted to the intensive care unit (ICU). In the ICU, placement of the left subclavian line placement was carried out. It was during this placement that the spring wire guide (swg) was lost. The entire line was removed in an attempt to retrieve the swg. Unable to retrieve, a team was activated for possible retrieval. Approx 15-20 mins later, the pt had frequent pvc's which quickly progressed to v-tach and to v-fib. A code blue was called in, but it was unsuccessful and the pt was pronounced dead. Additional info received on (B)(6) 2011 from the ICU director stated the event was user error.